Manufacturer narrative:
(B)(6).

Event description:
It was reported that when a nurse was removing a cleo® 90 infusion set, a piece of the cannula broke off and remained in the patient. No permanent injury was reported.

Manufacturer narrative:
Six devices were returned for evaluation inside their original packaging. Four of the devices were in unused condition and one device was in used condition. Visual inspection found that the used device had a bent cannula. Functional testing involved simulated use testing and found that the unused devices did not have any discrepancies and the cannulas did not break. The used device was unable to be functionally tested as the device had been activated. A review of the testing and inspection documents was performed and deemed adequate and correct. A review of the manufacturing process was performed on a similar part and found no discrepancies. Three sample devices were functionally tested and no detachment was detected. Based on the evidence, a root cause was unable to be confirmed. No fault was found with the devices.